Event description:
It was reported that a foreign particle was found on the bd plastipak¿ concentric luer lock syringe stopper before use. The following information was provided by the initial reporter: "we have found a particle on the bung of a 50ml bd luer-lok syringe."

Manufacturer narrative:
H.6. Investigation: one sample was returned to or quality engineer for investigation. Upon visually inspecting the product, a particle was observed inside the syringe on the stopper. Using magnification, to particle was identified to be polypropylene. A device history review was performed for reported lot 1902223 , no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly machine uses a de-ionizer to help remove polypropylene particles inside the barrel. While we could not identify a direct issue, it is possible this malfunction occurred during transport process of pieces within the manufacturing area.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found on the bd plastipak¿ concentric luer lock syringe stopper before use. The following information was provided by the initial reporter: "we have found a particle on the bung of a 50ml bd luer-lok syringe."